Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 on the analog pcb assembly. At 30 degrees celsius and 90% humidity, these filters, designators fl9, fl10 and fl11 had a current leakage of respectively 18, 5 and 14 micro a which caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control customer service representative that the customer's device showed a premature charge-pak icon in the readiness display. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.